Event description:
An 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a 50mm abdominal aortic aneurysm. At the time of implant the aortic neck measured 24-26 mm in diameter, marginal 12-15 mm length and it had a 15 degree angulation. The aortic neck also contained thrombus over 6 mm on the length. The stent graft was implanted 2 mm below the lowest renal artery and there was 25-30 mm of bilateral illiac fixation. Currently, the aortic neck was reported to be reverse funnel-shaped, it was 24-30 mm in diameter and 32mm at the renal arteries. The aneurysm had enlarged and there was distal stent graft migration of 10mm with presence of a type 1 endoleak. There was 2 mm of fixation at the aortic neck. Another manufacturers' device was planned to be used to repair the migration. No add'l clinical sequelae were reported.